Event description:
It was reported that during the anterior posterior semi-bicortical insertion of the pin into the patient's tibia for a total knee procedure at the healthcare facility, the tip of the ortholock ex pin broke and was left in the patient¿s bone. It was reported that the procedure was completed successfully, and that routine x-rays were taken. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device was not available for evaluation.